Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent stenting of the pre-dilated mid rca and proximal cx with a total of two xience v stents. In 2009, the patient expired at home. No autopsy was performed. The death certificate reports that myocardial infarction and end stage chronic obstructive pulmonary disease were the cause of death. There is no additional information available.

Manufacturer narrative:
Death, as listed in the xience v IFU is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency, and is listed in the no fault risk assessment as no fault post procedural complications. There was no report of any product malfunction at the time of the stent implants and the procedure was completed successfully. It is unknown if the death is related to the product and/or the procedure as the death occurred nine months post procedure. The other xience v (incident description) is being reported under the same manufacturer report number.